Manufacturer narrative:
(B)(4).

Event description:
Procedure type : sleeve. According to the reporter: endo catch ii broke at the base of the bag as they were removing the stomach two bags total broke. Pt was fine small delay to open a new product. No blood loss. Current patient status is fine. Opened a new device to correct the situation. A portion of the bag fell into the patient and was retrieved. There was no harm to the patient.

Manufacturer narrative:
(B)(4).